Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter: nexiva malfunction upon insertion. Insecure tubing port at the blue hub connection resulting in patient blood leaking out. IV insertion was normal with standard blood flow. IV was removed and restarted with new equipment. Was there injury? No.

Event description:
No additional information.

Manufacturer narrative:
The complaint of a leak was confirmed based on the circumstantial evidence that was observed in the photograph that was provided for investigation. The photo showed one 22g nexiva IV catheter with evidence of use. What appeared to be blood residue was visible throughout the device. The IV catheter was shown without the needle. An arrow was superimposed on the photo, which points to the junction between the extension tubing and catheter adapter. The cause of the leak could not be determined without the physical sample. As the available data supports the complainant¿s description of the reported event, the complaint was confirmed; however, the root cause was undetermined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.